Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device and the bed shut off. They were able to get the bed back on, but the arctic sun will not power on. The screen was blank, but they can hear it beep every so often. S/n # (B)(6). Confirmed the arctic sun was plugged into a wall outlet, and they have tried more than one wall outlet. They stated the power switch was not illuminated though pressing the switch hard. Asked nurse to send device to biomed.

Event description:
It was reported that the arctic sun device and the bed shut off. They were able to get the bed back on, but the arctic sun will not power on. The screen was blank, but they can hear it beep every so often. S/n # (B)(6). Confirmed the arctic sun was plugged into a wall outlet, and they have tried more than one wall outlet. They stated the power switch was not illuminated though pressing the switch hard. Asked nurse to send device to biomed.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Arctic sun will not power on. The screen was blank, but they can hear it beep every so often. S/n # (B)(6). Confirmed the arctic sun was plugged into a wall outlet, and they have tried more than one wall outlet. They stated the power switch was not illuminated though pressing the switch hard. Asked nurse to send device to biomed. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product a DHR is not required as this event is not an out-of-box failure and therefore is not manufacturing related. Corrections: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.